Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred during drain two of three on the homechoice. The home patient (hp) was connected at the time of the event. The hp indicated they had disconnected prior to the alarm and did not follow proper procedures. The technical service representative assisted the hp to clear the alarm and advised to start over with new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.